Event description:
Per patient's spouse (B)(6), patient has passed away as of (B)(6) 2021. The death certificate was included. No further information provided indication: bilateral post-traumatic osteoarthritis of knee spontaneous call. Reported to (B)(6) by pt/caregiver.